Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a distal sheath issue. During the device analysis, peeled off and perforated distal tip adhesive and frosted distal sleeve adhesive was found. It was determined that the adhesive needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.